Event description:
The customer reported being hospitalized due to low blood glucose of 50mg/dl. The customer was experiencing unexplained low glucose for two weeks. The customer stated that he passed out on the floor. Troubleshooting was performed. The customer's recent glucose reading was 199mg/dl, and he has treated with food. The programming, time, and date were correct. During the call the customer mentioned being in the hospital five times within 10 days. The customer contacted his doctor and assisted him to change his basal rates, and they have been incorrect. It was stated that the customer does not see well and may have changed them incorrectly. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.